Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, 1st inratio: 1.8, 2nd inratio: 2.2 (within 10 minutes). Pt therapeutic range is 2.0 - 3.0.